Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the stent of a 7mm x 40mm precise pro stent system was withdrawn, it was found that the stent had been released in one section. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the stent of a 7mm x 40mm precise pro stent system was withdrawn, it was found that the stent had been released in one section. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile unit of the precise pro rx ous carotid system catheter was received for analysis. During visual inspection, the stent was observed to be partially deployed, and the valve was found in the open position. No other visible damage or anomalies were observed with the inspected components. Dimensional measurements were taken to verify compliance with applicable specifications. The usable length and the outer sheath length were measured, and all measured dimensions were found to be within their respective specification limits. Functional testing was conducted. The stent was able to be fully deployed without anomalies or difficulties during the procedure. Device operation met expected performance criteria. The reported event of ¿stent delivery system (sds)-deployment difficulty-premature/in patient¿ could not be determined through analysis of the returned device due to the nature of the complaint. However, a condition of ¿stent delivery system (sds)-deployment difficulty-partial deployment¿ was observed as the device was returned with the stent partially deployed. The exact cause could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the premature deployment of the stent experienced, especially since there were no damages noted to the device. However, procedural/handling factors, such as excessive force during advancement or improper prep of the device, possibly contributed to the issue experienced, especially since the valve was noted to be open with the returned device. According to the instructions for use (IFU), which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ neither the product analysis, nor the information available for review suggest that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions have been taken at this time.